Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was experiencing intermittent disposable alarm. No adverse effects were reported.

Manufacturer narrative:
Device evaluation : one level 1 warmer was receive for investigation in good condition. The device was powered on and the disposable did not alarm. Therefore, the back panel was removed for further investigation. All components were visually inspected and no damage was found. Next, the investigation team performed eight-hour run tests with different disposable filters and the device still did not alarm. Device passed all functional and electrical tests. Based on the investigation and testing, the complaint was not confirmed. No fault was found with the returned device.